Event description:
It was reported during one basilar artery (ba) tip aneurysm embolization, when the subject stent was delivered into the microcatheter, the friction was encountered. The operator added some force to push but the subject stent could not be delivered into microcatheter or withdrawn back into sheath. The subject stent was withdrawn and found the tip of the subject stent was already deployed at tail of microcatheter and rest was in the hub of microcatheter. The tweezers were removed the subject stent. The procedure was completed with a new stent with the same microcatheter. There were no clinical consequences reported to the patient. No other information was provided.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was found to be deployed and protruding from the proximal end of the stent introducer sheath. The subject stent was also found to be deformed. The sdw (stent delivery wire) was not returned. The stent introducer sheath was found to be intact. Functional inspection was unable to perform as the subject stent was found to be deployed. The reported ¿stent deployed prematurely during use¿ was confirmed during analysis. The reported ¿stent difficult/unable to transfer¿ could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis. The stent was found to be deformed and deployed. The stent introducer sheath was found to be intact. The sdw was not returned. Its likely the premature deployment occurred during the procedure due to device manipulation while advancing through the catheter. As assignable cause of procedural factors will be assigned to the reported/analysed 'stent deployed prematurely during use' and reported 'stent difficult/unable to transfer', and to the analysed 'stent deformed' as the defects appear to be associated with a product that met stryker design and manufacturing specifications but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during one basilar artery (ba) tip aneurysm embolization, when the subject stent was delivered into the microcatheter, the friction was encountered. The operator added some force to push but the subject stent could not be delivered into microcatheter or withdrawn back into sheath. The subject stent was withdrawn and found the tip of the subject stent was already deployed at tail of microcatheter and rest was in the hub of microcatheter. The tweezers were removed the subject stent. The procedure was completed with a new stent with the same microcatheter. There were no clinical consequences reported to the patient. No other information was provided.